Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 597 on the meter. Cause was not known. A correction injection via manual insulin therapy was delivered to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.